Event description:
It was reported that during an occipital lead repositioning procedure (related manufacturer reference number: 1627487-2025-02709) wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.